Event description:
According to the available information the pump stopped working. The pump was removed and two tru locks plugs were used.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information the device was explanted as it had not been working for ten years.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or CAPA's that were confirmed in veeva to be associated.

Manufacturer narrative:
Titan otr pump was received for evaluation. The surfaces of the detachment site of both exhaust tubes of the pump appear to be rough and irregular, indicating stress was exerted. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. While no functional abnormalities were noted during testing with the returned components, microscopic examination of the surfaces of the exhaust tube detachment end between the pump both cylinders revealed rough and irregular surfaces, indicating stress was exerted. Based on the overlapping of the pump tubes, in combination with device usage over time, this could contribute to sufficient stress to separate both exhaust tubing of the pump. Separations of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the pump stopped working. The pump was removed and two tru locks plugs were used.